Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The investigation attributed the observed issue to a problem with the device o-ring gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The o-ring gasket was replaced and the device passed all testing.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and no defects were found in the appearance of the product. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the input manifold assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device exhibited a high voltage alarm. During physical inspection, it was found that the main switch of the main unit was switched to cmv mode, and oxygen continued to come out from the outlet without switching between exhalation and intake. There was no patient involvement, no injury was reported.